Event description:
It was reported that after an initial bunion surgery, all hardware was removed (B)(6) 2026 due to numbness. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery; all hardware was removed (B)(6)2026 due to numbness. No other patient outcomes were reported as a result of this event. Additional information indicates the patient's bones were completely fused/healed. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event could not be determined based on the available information and without the return of the device. The company will supplement the MDR as necessary and appropriate. An additional tmc device explanted in the same revision surgery was reported in 3011623994-2026-00137.